Event description:
Pinhole leak in balloon, when inflating the balloon it began between 3 to 4 atm's. Occurred during use. No patient injury. Therapy taken: cranked inflation device quickly to deploy and anchor stent. Used pta balloon to properly implant. Case was successful.